Event description:
As reported: "surgery for fracture of left femoral condyle. The hospital operating room staff opened the wrong nail on the left and right side and inserted it without realizing the mistake. After insertion, the staff did not notice the mistake and continued the procedure. When they attempted to insert the locking screw, it did not go in properly, resulting in a femoral diaphyseal fracture. Subsequent confirmation revealed that the wrong nail had been inserted on the left and right side."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device discarded by the hospital.

Event description:
As reported: "surgery for fracture of left femoral condyle. The hospital operating room staff opened the wrong nail on the left and right side and inserted it without realizing the mistake. After insertion, the staff did not notice the mistake and continued the procedure. When they attempted to insert the locking screw, it did not go in properly, resulting in a femoral diaphyseal fracture. Subsequent confirmation revealed that the wrong nail had been inserted on the left and right side."

Manufacturer narrative:
The reported event of non-intended used item could be confirmed based on lot code provided, only. The DHR review revealed the label to be printed as specified. It clearly identifies the nail with the catalogue number 82250240s and with the description as intermediate nail, right d10x240mmx125deg. As per event details "¿the hospital operating room staff opened the wrong nail on the left and right side and inserted it¿" however, the further reported adverse consequences "¿the femoral diaphysis was fractured during screw insertion due to insertion of the wrong nail on the left and right side¿" could not be confirmed since evidence [e.g. X-ray images] are not provided and a further medical statement therefore impossible. Finally, the labelling step was performed as intended and the label contained all the information as specified. The use of a wrong product is beyond the manufacturer's control. Based on above and information available this is a clear user related event and has to be classified as "user related event - not product related". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.